Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: investigators were unable to confirm or duplicate the original complaint; investigation revealed a fully intact keypad with properly responsive buttons. Upon removal of the keypad cover, no contamination was observed. No issues were noted with the keypad flex; the keypad flex was found to be fully seated in the connector. No evidence of moisture was found internally. Unrelated to the original complaint, the battery compartment was noted to be cracked. In addition, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok keys were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.